Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high impedance on the superior vena cava (svc) coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.